Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum of a cancer patient on an unknown date. According to the complainant, the patient suffered from cancer; however it could not be confirmed if it was pancreatic or stomach cancer. Subsequently, the patient had an inoperable malignant tumor. The patient had symptoms of vomiting, so the patient was treated with two previously implanted wallflex enteral duodenal stents, that had been placed to improve the symptoms. These were reported to be blocked (please refer to manufacturer's report # 3005099803-2011-03826 and report # 3005099803-2011-03963). The patient displayed symptoms of vomiting; therefore, in order to improve the symptoms, this duodenal stent was implanted within the previously implanted blocked stents. Reportedly, two to three weeks post stent placement, the patient displayed symptoms of vomiting again. The stent was reported to be blocked with tumor ingrowth. An upper gi endoscope was able to be inserted through the stents; however water and stomach fluid were unable to flow. The complainant attributed the ability to pass an endoscope through the blocked stents to the softness of the tumor tissue. In the physician's assessment, the uncovered duodenal stents posed a higher potential for the reoccurrence of vomiting. As a result of the recrudescent vomiting, the physician opted to surgically remove the duodenum. The surgery was reported to be successful, and the patient condition post procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.